Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a left-side capsular contracture, baker grade iii. Additionally, healthcare professional reported and confirmed bilateral capsular contractures baker grade iii & iii. Device was explanted.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, weigh to the spec and opening curved on posterior. A visual and microscopic analysis was performed which identified creases fold and striated punctured on posterior. Based on the device analysis the final assessment is: a striated punctured on posterior due to surgical damage like consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left-side capsular contracture, baker grade iii. Device remains implanted.